Event description:
It was reported that prior to starting - post-anesthesia of a da vinci-assisted surgical procedure, the tip-up fenestrated grasper instrument does not open or close. The hospital stated that the team realized the instrument was not responding to movement from the surgeon's console, and could not open, close, or rotate the tip. This occurred right after inserting the instrument on the cart arm. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the report states that after approximately two hours of use, the surgeon noticed the tips were blocked and a broken cable, leading to the replacement of the instrument with a new one of the same kind to continue the procedure. There was no report of fragments falling from the device while used within a patient, and no actions were needed as no material was missed inside or outside the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed and found to have a broken main tube at the distal tip to be related to the customer reported complaint. The component is broken and there may be missing pieces, but the size of the missing pieces cannot be confirmed. As a result of the break, functional testing for motion related issues cannot be performed. Components adjacent to this broken main tube do not show damage. The complaint regarding instrument does not open or close was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.